Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient accidentally tugged on the transfer set causing the set to disconnect at the twist clamp. The patient was given prophylactic antibiotics as a precaution. The transfer set was replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was received for sample evaluation. Visual inspection was performed using naked eye and magnification. Functional testing included leak testing, clear passage test, clamp function test, and device-device interaction testing. Visual and functional testing verified the reported issue of separated. The tubing was found to be separated from the dark blue connector (marks were noted inside of the tubing matching the ribs on the dark blue connector). The cause of the separation was that the patient accidentally tugged on the transfer set, causing the separation. Should additional relevant information become available, a supplemental report will be submitted.